Event description:
Patient reported that he has been experiencing high blood glucose levels (219 mg/dl) for the past 4 to 5 days. He had given himself boluses, but his blood glucose levels would not come down. He stated that he was not sure if it was him or the pump to blame for his high blood glucose readings.